Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they hospitalized due to high blood glucose around 330 mg/dl. The customer did not experienced any symptoms of high blood glucose value. The customer treated high blood glucose with manual injection during hospitalization. Troubleshooting was not performed. The insulin pump will not be returned for analysis.